Event description:
During mitral valve replacement at the heart, cannula placement phase of the procedure a y-tubing device used to give cardioplegia. It was noted to have a split at the connection site of the tubing. Caused blood leakage.